Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. Customer's blood glucose level was impacted (387 mg/dl) with ketones. Customer indicated that manual injections would be used to manage blood glucose level until altitude alarm cleared.